Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient complained of burning when chemotherapy treatment was administered. A dye study was performed and it was reported that a leak was observed. The device was kept in place but no longer used for treatment after the leak was observed. It was reported that the patient passed away approximately two months later due to stage IV colon cancer. The device was removed post mortem.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for the alleged catheter split as no objective evidence has been provided to confirm any alleged deficiency with the device. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event.

Event description:
It was reported that the patient complained of burning when chemotherapy treatment was administered. A dye study was performed and it was reported that a leak was observed. The device was kept in place but no longer used for treatment after the leak was observed. It was reported that the patient passed away approximately two months later due to stage IV colon cancer. The device was removed post mortem.